Event description:
It was reported that the customer had high blood glucose levels of 130 mg/dl. It was reported that the insulin pump was dropped while the customer was removing it in the shower. The customer reported a solid squealing sound for a watchdog timeout alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump was received stuck at full segment display due to faulty interface board. Insulin pump was unable to verify alarm due to stuck at full segment display. Insulin pump was monitored and no constant tone. Unable to verify keypad unresponsive due to stuck at full segment display noted. Insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).